Manufacturer narrative:
The actual device in the reported incident was returned to the MFR to be evaluated. The clip was noted to be covering the tip of the needle. No visual mfg defects were noted. The clip on the returned used needle was manipulated and reset and re-activated with another base plate from the same lot of reported product. When activated, the clip covered the tip of the needle without difficulty. The house retain samples for the reported lot were subjected to simulated use testing per spec. The safety clip activated as the needle was pulled from the green base plate on each of the five retain samples. The clip was then examined and it was determined that the clip activated properly and protected the needle tip on all samples. The clip was then reset and activated several more times and the clips were again noted to cover the tips of the needles without difficulty, and remained secure on the needle tip. The reported incident could not be duplicated. The directions on the package state "to remove the needle from the port, firmly hold down green base plate and pull straight up on the hub grip. It should be noted that the surecan safety huber needle is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. It should also be noted that the instructions for use supplied with this product caution to "keep hands behind the needle at all times during use and disposal. There are no other reports of this nature against the reported lot number.

Event description:
As reported by the user facility: during removal, safety mechanism did not engage, clinician sustained dirty needlestick injury. This occurred in the cancer center. Add'l info provided by the facility indicated the clinician did receive all the facilities protocol bloodwork testing. The facility declined any further info regarding the reported incident and protocol bloodwork testing results. It was reported the sample will be sent for eval.